Event description:
It was reported the distal two centimeters of this biopsy needle broke off and detached in the pt's kidney during a kidney biopsy procedure. Surgical retrieval was performed eight days later. No pt complications ensued and the pt has since been discharged. F/u indicated the physician was unfamiliar with this device and that the gun was test fired numerous times outside the pt prior to this event. It could not be confirmed that the needle was in the retracted position prior to breaking. The co believes that user technique and/or pt anatomy may have contributed to this event. However, without evaluating the device the co is unable to determine the exact cause for this event. Directions for use state: "warning: test firing the needle without stabilization may damage the cannula tip. ...do not leave the needle cocked with the springs under tension until ready to use."

Manufacturer narrative:
User facility medwatch report received by manufacturer and forwarded to FDA.